Event description:
It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient suffered pain, the inability to urinate, unable to sit or stand for prolonged periods of time, recurrent infections and cannot engage in sexual relations. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.